Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) exhibited fault codes due to delivery of a shock into a shorted lead condition which typically blows the fuse and then when device tries to charge, it times out. Boston scientific technical services (ts) suspects a lead issue and recommended the device and right ventricular (rv) lead be replaced and returned for analysis. The field representative indicated a replacement procedure was planned however, the patient is a dnr and they have decided not to take additional action, thus it will not be explanted or returned. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.